Event description:
It was reported that the monopolar curved scissor (mcs) tip cover accessory was used as a replacement to complete a da vinci s hysterectomy procedure, in which the original mcs tip cover accessory presented arcing during the procedure. It was reported that a "flash" was observed coming from the tip cover accessory installed on the mcs instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs instrument and tip cover accessory have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Members of isi's clinical sales team followed up with the surgeon and robotics coordinator to discuss the following recommendations/suggestions for prevention of mcs tip cover damage or arcing: cannula inspection prior to use. Careful installation of tip cover. Do not exceed maximum cautery settings. Avoid instrument collisions. Straight wrist prior to removal. Limit use of cautery when not in contact with tissue. Cases with extended cautery use. Surgical tasks around critical vessels and structures. Med watch MFR report # 2955842-2009-00380 was also sent to the FDA regarding this event. A follow up MDR will be submitted if the instrument or accessory are returned (post engineering evaluation) or if additional info is received.